Event description:
Complainant alleged that the clinician was pacing a 49 yr old male pt in an "altered state of consciousness." The clinician had the ma set at 40 and the ppm set at 60. Pacing spikes were noted on the device screen, but the pt heart rhythm was not being captured and there was no pulse felt. The clinician then increased the ma to 60 and the ppm to 100, but still no capture of the heart rhythm and the pt was not exhibiting any muscle or skin twitching, but there were obvious pacer spikes showing on the device screen. The clinician then checked all device connections, including the multi-function cable and electrodes, and all appeared secure. The clinician increased the ma setting to 100, but there still was no heart rythm capture and no appearance that the pt was being paced. The clinician then performed CPR for 7-10 mins and obtained another device to pace the pt, but the pt had regained his own rhythm and the second device was not needed. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.